Event description:
Asr revision bi-lateral. Asr hip resurfacing system - right. Reason(s) for revision : pain noise.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this case closed to CAPA.

Event description:
(B)(4). Reason for original complaint - asr revision bi-lateral asr hip resurfacing system - right. Reason(s) for revision : pain & noise. (B)(4). Left hip surgery (B)(6) 2004 (product details attached), not yet revised. Update received: 24th june 2014 - re-created to attach legal document.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.